Event description:
On february 05, 2025, neotract has been made aware that ¿a patient underwent a urolift procedure in which five implants were placed and was discharged to home with a catheter. The night post-procedure the patient passed out and sought medical attention. Upon evaluation, it was observed that the patient had significant pelvic bleeding due to pelvic hematoma. The patient received blood transfusions as part of the treatment.¿

Manufacturer narrative:
Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Neotract will continue to monitor and trend for reports of this nature.